Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation underneath the lifevest. The patient's nurse reported that the irritation resembled a burn, and some skin had peeled away onto the device electrodes when the patient removed the devices. The patient's doctors advised the patient to take off the lifevest and apply hydrocortisone cream to the irritation. During a follow-up the patient reported that the irritation had healed.